Manufacturer narrative:
(B)(4). Conclusion: the results of the investigation concluded the deployment sleeve was in the extended and locked position and was not inserted into the hemostasis cap; however, damage was noted consistent with forcible extraction of the sleeve from the cap. The tamper tube, carrier tube and sheath tubing had been damaged. The anchor, collagen, tamper tube, black heat shrink tubing and clear heat shrink tubing were returned; the suture remained intact; the compacted collagen and anchor were secured by the intact suture loop. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the reported event remains unknown. The angio-seal vip device instructions for use (IFU) state that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.

Event description:
Following deployment of a 6f angio-seal vip vascular closure device, a hematoma occurred at the femoral puncture site after leaving the procedure room. It is unknown how the hematoma was resolved. It was reported that hospitalization was extended due to this event.